Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter and a hoop. The catheter was visually and tactilely inspected. There was blood in the inflation lumen and the balloon was tightly wrapped. The hypotube shaft was kinked 21cm and 23cm from the strain relief. Microscopic examination of the balloon did not reveal any tears or damage. Functional testing was attempted using an inflation device filled with water. No balloon leak was noted; however the device was leaking out the tip indicating an inner shaft leak. Examination of the inner shaft revealed an inner shaft puncture 4.5cm from the distal tip consistent with damage due to guidewire interaction. Inspection of the remainder of the device presented no damage or irregularities. Shaft damage was found which likely compromised balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon puncture occurred. The target lesion was located in a moderately calcified and moderately tortuous left circumflex (lcx). A 1.50mm x 8mm apex flex balloon catheter was advanced to dilate the lesion. However, resistance was encountered and the balloon was punctured. The leak was noted at the catheter lumen. No patient complications were reported and the patient was stable.

Event description:
It was reported that a balloon puncture occurred. The target lesion was located in a moderately calcified and moderately tortuous left circumflex (lcx). A 1.50mm x 8mm apex flex balloon catheter was advanced to dilate the lesion. However, resistance was encountered and the balloon was punctured. The leak was noted at the catheter lumen. No patient complications were reported and the patient was stable.